Event description:
The homecare provider (hcp) reported the following information: (1) the service technician was filling the h-46 unit from the source tank. (2) after they disengaged the transfer line from the h-46, the quick connect on the h-46 leaked liquid oxygen. (3) the techincian was wearing gloves and goggles. (4) no injury or property damaged occurred.